Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. A revision procedure was performed and this lead was attempted to be explanted without success, therefore, it was partially explanted; a portion remains implanted. No additional adverse patient effects were reported. It is expected to receive the explanted portion of this product.